Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-12-31 h6: investigation summary customer returned (1) used 31gx5mm bd pen needle without a cover or tear drop label attached. Consumer reported needle blocked. The returned pen needle was examined, then tested for flow using a test pen injector: the pen needle was able to expel properly. Since no defect was observed the alleged issue could not be confirmed. No DHR review can be carried out as lot number is unknown. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10

Event description:
It was reported that an unspecified bd needle was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that needle was blocked. Verbatim: ¿ needle blocked"

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified bd needle was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that needle was blocked. Verbatim: needle blocked".